Event description:
A report has been received from a peritoneal dialysis pt who stated that a leak occurred from the cycler tubing set during treatment. Reportedly, the pt feels that the tubing clamp is smaller and is not as easy to close. Since they had a hard time closing the clamp, it popped open causing the leak. As a result of this incident, the pt was given one dose of intraperitoneal antibiotics for possible contamination. A culture was obtained but has shown no growth. The pt received only one dose and has been able to continue peritoneal dialysis as ordered with no further ill effect from this incident. There is no sample available for eval.